Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiences high blood glucose of 400 mg/dl. The other relevant blood glucose value specified by the customer was 40 mg/dl, 148 mg/dl, 84 mg/dl. The customer declined troubleshooting for both high and low blood glucose. The customer treated high blood glucose with insulin pump and manual injections and treated low blood glucose with honey. The insulin pump will not be returned for analysis. Concomitant product: ozp-sensor- mmt-7020.